Manufacturer narrative:
Section e- all accurate information has been provided within the initial MFR 2016493-2024-00871 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a mismatch between the dosage form name and the unit of measure in the system prevented equivalencies from functioning. The customer was advised to check and correct the configuration. The system operated as designed, but improper setup led to the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system ran out of the vials, the order for the vial was supposed to allow the syringe to be a substitute for the order and that substitution did not work. The customer reported that the pyxis showed that the medication was grayed out and prevented the nurse from accessing syringe which caused delay. The customer added that they had to manually enter the order, specific to the syringe to pull it out since then they unloaded all the vials and only used the syringe specific order because they could not get this feature to work. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that after a user has configured formulary equivalencies, if the medication was stocked out at the device, the system would show the medication as "not loaded" instead of displaying the equivalent medication. A technical support specialist discovered an issue that prevented equivalencies to work if the dosage form name matches the name of a unit of measure configured on the system, so advised the customer to check the dosage forms that were configured on system and verify the name which does not match a unit of measure. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system ran out of the vials, the order for the vial was supposed to allow the syringe to be a substitute for the order and that substitution did not work. The customer reported that the pyxis showed that the medication was grayed out and prevented the nurse from accessing syringe which caused delay. The customer added that they had to manually enter the order, specific to the syringe to pull it out since then they unloaded all the vials and only used the syringe specific order because they could not get this feature to work. There were no adverse events or injuries reported based on this event.